Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and a urinary tract infection (uti). It was stated the patient¿s pd catheter (not a fresenius product) was infected and the patient was transitioning to hemodialysis. The patient also had covid-19. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient was hospitalized with symptoms of cloudy pd effluent. Details about the patient¿s hospitalization are limited as hospital records/pd culture results are not available. However, the nursed reported the patient¿s pd culture was negative for organism growth (white blood cell count is unknown). It was reported the patent is being treated with unknown antibiotics intravenously (IV) in the hospital. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remains hospitalized at the time follow-up was completed with concomitant hospital acquired covid 19. Per the nurse, there were no fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis is associated with a breach in aseptic technique as the patient¿s family was performing the pd treatments when they had not been trained.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient was receiving pd treatments performed by family members who were not trained in the pd procedure. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and a urinary tract infection (uti). It was stated the patient¿s pd catheter (not a fresenius product) was infected and the patient was transitioning to hemodialysis. The patient also had covid-19. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the pd nurse confirmed the patient was hospitalized with symptoms of cloudy pd effluent. Details about the patient¿s hospitalization are limited as hospital records/pd culture results are not available. However, the nursed reported the patient¿s pd culture was negative for organism growth (white blood cell count is unknown). It was reported the patent is being treated with unknown antibiotics intravenously (IV) in the hospital. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remains hospitalized at the time follow-up was completed with concomitant hospital acquired covid 19. Per the nurse, there were no fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis is associated with a breach in aseptic technique as the patient¿s family was performing the pd treatments when they had not been trained.